Manufacturer narrative:
Replacement of aging hardware resolved the customer's issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare received information from a customer indicating that an amber light was flashing on an eye station. According to the information received, the system was on an older operating system (windows xp) and the customer was aware that a new system would be required soon. On 03/10/2017, additional information was received from the customer. The information indicated the system is around thirteen(13) to fourteen(14) years old. Because the power supply died, images could not be taken and treatment for patients was delayed. The customer transplanted another compatible power supply in the eye station chassis for complete resolution. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for treatment of patients. No patient harm was reported as a result of this issue. (B)(4).